Event description:
Upon removing a pillow from beneath patient's right hip area, nurse noticed that the side arm from the right femoral intra-arterial sheath came apart. This sheath houses an intra-aortic balloon pump (iabp) catheter. The sheath/ iabp were inserted on mid-(B)(6) in the cardiac cath lab. There was no injury to the patient, no bleeding due to a one-way valve. The sheath was being used as a second arterial pressure monitoring port. Opening was capped off with a sterile cap by the acute care nurse practitioner (acnp). The cardiac cath lab provided us with a sample, identical sheath - st. Jude medical, ultimum, hemostasis introducer, 8fr, ref (B)(4).